Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hrs. Actual implant date - unknown reported at (B)(6) 2014. Without a lot number the device history record review and the investigation could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one plate and six screws were returned. The complaint of loosened cannot be confirmed as there are no x-rays with the complaint, the complaint condition of bent screws can be confirmed, as 212.107 and 204.822 are bent. Four 3.5mm cortex screws self-tapping, hex drive, were returned (204.814, 204.818 (x2), 204.822 ¿ lot numbers unknown, manufacture date unknown). Screws 204.814 and 204.818(x2) were returned in good condition, with no signs of damage, and are not bent. Screw 204.822 has a slight bend at the midpoint of the shaft. The drawing for this family of screws was reviewed and no dimensional discrepancies were determined. This complaint is confirmed, however the root cause of this complaint is excessive impact by the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original operation was performed in (B)(6), 2014 to repair a fractured right clavicle. The surgery was completed successfully using an anterior clavicle plate and six screws. While the patient was running in early (B)(6), the patient fell on his right shoulder. The surgeon discovered upon x-ray examination that some of the screws were bent and loosened from the plate. It was decided to remove the hardware and replace it with an unknown clavicle plate and screws. The surgery was completed successfully on (B)(6) 2014. This report is 5 of 9 for (B)(4).